Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found unsure whether there were deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, forceps mouthpiece rattling, could not be identified. The device was not returned to the quality department at the shirakawa factory; therefore, the cause of the phenomenon could not be identified from the information obtained from the investigation results. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable because it could not be determined it was caused by user misuse.¿. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited a loose fitting of the forceps stopper. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.